Event description:
It was reported that when the asymptomatic patient presented for follow-up in clinic, rv lead noise and high out of range pacing lead impedance was observed. Patient has an lvad placed. Noise was not reproducible. The pocket was opened and it was noted that the lead pin was not completely engaged into the header. The lead was reinserted into the header and lead function was noted to be normal. Patient¿s condition was stable post-procedure. The patient will be followed normally.